Manufacturer narrative:
B3, d9, g4, d4: UDI unknown. (B)(6). One device was received for evaluation. Visual inspection found the device to be slightly worn. There was no evidence in the device's event history. Functional testing was unable to duplicate the reported problem; however, the device was found to have a slight overflow. It was determined that the expulsor was the root cause. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's feed rate is too low. There was unknown patient involvement.